Event description:
The account alleged, the head section will not go up. No pt impact.

Manufacturer narrative:
The tech replaced the head up valves and the cardio pulmonary resuscitation valve to resolve the issue.